Event description:
The customer stated she removed the reservoir from the insulin pump, and there was insulin inside the reservoir compartment. The customer stated that the reservoir didn't appear to be damaged. Troubleshooting was performed but no insulin leak was observed on the reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.